Event description:
A pt reported experiencing inaccurate erratic results with a ot profile meter. The pt's blood glucose results were 503mg/dl, 366mg/dl. Tests were done < 10 minutes apart with a difference of 28%. Pt did not experience any adverse events. No further info has been reported. *note - 504mg/dl is documented in the reported issue notes.*